Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was to undergo magnetic resonance imaging (MRI). Technical services (ts) was consulted to program it into MRI protection mode. Ts noted the device had stored high capture threshold measurements and loss of capture (loc), so the system was not MRI conditional. A rv lead integrity issue is suspected based on the measurements. The MRI was cancelled. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was to undergo magnetic resonance imaging (MRI). Technical services (ts) was consulted to program it into MRI protection mode. Ts noted the device had stored high capture threshold measurements and loss of capture (loc), so the system was not MRI conditional. A rv lead integrity issue is suspected based on the measurements. The MRI was cancelled. This device remains in service. No adverse patient effects were reported. Additional information form the field indicates the patient will continue to be monitored and an MRI has not been scheduled at this time. This device remains in service. No adverse patient effects were reported.